Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was notconfirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage or deterioration of parts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope displayed static on the image during inspection for use. There were no reports of patient harm.